Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of MFR without a lot# provided or device returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot # was provided.

Event description:
During a tibial nail procedure, the surgeon was reaming the tibia canal and the medullary reamer head broke in the canal. Surgeon removed the reamer head leaving small fragments in the canal, which were confirmed by x-ray. Surgeon noted the tip of the shaft was also broken. Surgeon did not remove the pieces and completed the procedure.